Event description:
It was reported, that continuous morphine pump turned off by itself, but was not noticed, for approximately 1.5 hrs. There was a channel disconnect and rds connection lost at 12:11 pm and 12:17 pm, respectively. There was no patient impact.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a channel disconnect occurring, during an infusion of morphine was confirmed, on the source device, during a review of the logs. However, the failure could not be replicated, during testing. Based on the system logs, the channel disconnect occurred on (B)(6) 2020 at 12:11 pm, attributed by a power loss between the source syringe module and the pcu. Iui test method results, suspects the syringe module male iui connector causing the channel disconnect failure. Several contributing factors can be attributed to the iui failure, including the presence of white dried residue, fibers and unidentified film contaminants. Device inspection: an external and internal inspection of the source syringe module identified the male iui contact pins with the presence of white dried residue, fibers and unidentified film contaminants. Male iui p/n (B)(4), date of manufacture feb 2020. No other obvious issues or anomalies were observed, with the inspection of the returned device. Root cause analysis: the proximate cause of the customer¿s experience with the pump turning off, exhibiting a channel disconnect/ power loss with the pcu is suspected to have been caused by a failed male iui connector on the source syringe module. It is suspected, that the syringe male iui connector failed, as a result of contamination and unknown film contaminants identified on the iui contact pins. Device history review: a review of the device history record showed, the device had a manufacture date of 07aug2013. The review was performed, beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record in was performed for the s/n #:(B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that continuous morphine pump turned off by itself but was not noticed for approximately 1.5hrs. There was a channel disconnect and rds_connection_lost at 12:11pm and 12:17pm, respectively. There was no patient impact.